Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the patient needed a revision surgery due a screw coming out 10 years post-op. The proper screwdriver was not ordered for the surgery so only the migrated screw could be removed, the plate and remaining 3 screws were left in the patient. The patient may need the plate removed in the future.